Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose while he was driving, which caused him to get into a car accident. The blood glucose reading was unknown. It was stated that the customer suffered a broken back, wrist, shoulder, arm, and ribs. It was stated that the customer also received a concussion and he is still being treated. The wife stated that his endocrinologist and doctor stated that the customer is not a good candidate and they do not want the customer to continue using the insulin pump therapy. Troubleshooting was declined. No further information was provided.